Manufacturer narrative:
As per new information received from the user, the problem was found to be related to the slave cable, which had high resistance. The cable was replaced and the problem was solved. The hemosphere monitor functioned as intended.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product is not expected to be returned for analysis. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. The device history record review has not yet been completed. A supplemental will be submitted with the results when completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Heart rate is one indicators of multiple hemodynamic parameters that are used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, with different hemosphere monitors, with different patients, a disturbance has been superimposed on the ECG signal from the philips surveillance monitor. In addition, the frequency of the heart rhythm seems to double on the hemosphere, which affects the calculated values. The value provided by the bedside monitor was 70 bpm and the hemosphere monitor was reading approximately double. There were no error messages displayed. The discrepancy disappears by disconnecting the swan ganz cable and by letting the monitor work on battery operation. Follow-up is ongoing for the serial numbers that failed, and the number of patients involved. There was no allegation of patient injury. The device is not available for evaluation.